Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest, on or about (B)(6) 2010, and subsequently expired on that same day which is alleged to have been caused by the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.